Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: ct900, serial# unknown, product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that they had found that some devices ((B)(6) programmer) run out of battery very quickly. Some patients explain that the stimulation runs off suddenly without any error message. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the malfunction of the device occurred in the test phase of the tined lead during the month of (B)(4) 2018. It was noted that they charged the new programmer again for programming the patient. The cause of the battery discharge remains unknown and the event was not resolved. No further complications were reported/anticipated.